Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that there was an artifact in the study on the somnostar z4 system ver 11 .the patient was sent home due to the artifact.the impedance was good. The study started fine and after an hour they noticed the artifact and they sent the patient home. There was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was not confirmed or duplicated. The uut's(unit under test) were tested and found to be functioning as intended.